Event description:
It was reported that during a knee arthroscopy procedure, the t2 implant of three ultra fast-fix devices could not be deployed. The t1 implants were removed from the patient with a biter. The procedure was completed without surgical delay using a back-up device. No further complications were reported. The patient outcome is satisfactory.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection revealed the device was returned with the anchors pushed to the distal tip. No physical damage visible to the device. A functional evaluation revealed the device functioned as intended. Each anchor could be deployed with pressure applied behind each anchor as intended. There was no relationship found between the returned device and the reported event. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a knee arthroscopy procedure, the t2 implant of the ultra fast-fix device could not be deployed. The t1 implant was removed from the patient with a biter. The procedure was completed without surgical delay using a back-up device. No further complications were reported. The patient outcome is satisfactory.